Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral lower abdomen using cooladvantage coolcore contour, and to the bilateral flanks using cooladvantage coolcurve+ contour on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) after treatment and was diagnosed with ph to the treated areas on (B)(6) 2017. Ph was described as hard and firm.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral lower abdomen using cooladvantage coolcore contour, and to the bilateral flanks using cooladvantage coolcurve+ contour on (B)(6)2017 who developed paradoxical hyperplasia (pah/ph) after treatment and was diagnosed with ph to the treated areas on (B)(6)2017. Ph was described as hard and firm.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction